Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 114 mg/dl at the time of the call. The customer stated that the basal was not programed before the alarm went off. The customer could not upload their insulin pump to carelink because they lost their carlink usb. The customer had issues connecting their meter as well. The customer did not return the device back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.